Event description:
We did an l3-5 fusion intra-op workflow this morning, and the surgeon's l side screws were placed lateral and south from where he planned and were misplaced.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation of the reported issue revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause was user error. The user repairs the surveillance marker six times during the case. Repairing the surveillance marker without performing an anatomical landmark check can lead to compound error in navigation integrity. Navigation integrity issues will lead to the misplacement of screws. The cause of the reported issue was traced to user technique.